Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a questionable high elecsys troponin t hs stat result for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin t result was 437.6 pg/ml with a data flag and was reported outside of the laboratory. The repeat troponin t results were 4.75 pg/ml and 4.49 pg/ml. The sample was repeated 2 hours later and the results were 4.16 pg/ml and 3.83 pg/ml. There was no allegation of an adverse event. The troponin t reagent lot number was 3564601 with an expiration date of 30-jun-2019. The investigation determined that the provided calibration and qc prior to the event were acceptable. On 09-dec-2018 the performance testing was acceptable. The investigation determined a general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.